Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There was additional information reported that was not relevant to this event and therefore was omitted; see pe (B)(4) - tube dislodged. Information was received from a consumer regarding a patient receiving unknown baclofen with an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported in 1998 that patient thought there was something wrong with patient's first pump and can not remember the reasoning and said the healthcare professional (hcp) said they needed to go in and change it out. Hcp information was given. Patient was also calling about wanting to know about the longevity of the pump and if it was every 5 years because patient's pumps have been changed. Patient stated for the most part her pumps have served her well and was pleased with the people who service and oversee pump. Patient stated everyone was doing a fantastic job. Patient noted her last pump was changed out due to longevity. It was clarified the other pumps because patient mentioned she had had replacements. Caller was to follow up with hcp. Patient reported events were resolved, but mentioned them during the call so they were recorded as provided. The longevity of the pump was reviewed with the patient and redirected patient to hcp regarding when the hcp may feel it is appropriate to replace the pump due to longevity. It was noted patient will follow up with hcp.